Event description:
A display issue was reported where the screen went gray, preventing the caller from seeing or interacting with information on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days, following which a replacement pump would be sent out. Meanwhile, the customer planned to use multiple daily injections as a backup for insulin delivery.